Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level (specific bg value was not provided); cause was unknown. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.